Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Due a periprosthetic fracture, the plate, the screws and the cerclage have been removed and another longer plate (zimmer) has been implanted.

Manufacturer narrative:
An event regarding a fractured plate involving a dall miles plate was reported. The event was confirmed. Method & results: device evaluation and results: the returned dall miles plate was fractured. A material analysis was performed and concluded: "the plate fractured in fatigue. Eds showed the plate was consistent with astm f138 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded: "suboptimal fixation of distal fracture section with a dall-miles plate has resulted in excessive micromotion at the fracture site causing an overload condition with ultimately a fatigue fracture in the dm-plate. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "suboptimal fixation of distal fracture section with a dall-miles plate has resulted in excessive micro motion at the fracture site causing an overload condition with ultimately a fatigue fracture in the dm-plate." The medical review indicated the case was not device related. Further to this a material analysis concluded "no material or manufacturing defects were observed on the surfaces examined". No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Due to a periprosthetic fracture, the plate, the screws and the cerclage have been removed and another longer plate (zimmer) has been implanted.